Manufacturer narrative:
The device was not returned to the manufacturer for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 200cc's. No medical intervention was required. Sample was discarded by the user facility; sample is not available.